Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6). No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels.